Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is meant by blade malfunctioned? The blade of did not came out when activate the red button. Was blade not exposed while trying to insert trocar? Yes, the blade is not exposed while trying to insert trocars. Did shield not cover blade once trocar inserted? Shield is there to cover. Please provide more details regarding specific issue. Was there any patient injury? If so, please provide more details regarding issue. No pts injury reported. If patient injury, how was patient treated? Na.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the blade of device malfunctioned; even the red activation button had been pressed. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results of the d5lt found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.